Event description:
Medtronic received information regarding catheters. It was reported that opus catheters were getting stuck on pci tips. There have been "a couple of instances" where a surgeon was unable to remove a tip during surgery and had to cease use of both the pci and the catheter and move to a competitor catheter. It was noted that the cause could be a batch of catheters that were not quite made to the correct inner diameter during manufacture, or conversely a batch of pci tips were made too thick during manufacture. It was also noted that catheters were not designed for use with this specific instrument, as well as that this does not happen all the time. No patient impact or delay information has been provided.

Manufacturer narrative:
Patient information was unavailable from the site. The facility was unknown at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lot numbers were unknown as the representative didn¿t attend the case and weren¿t made aware of the issue until sometime after the event. There was no patient harm. The surgeon had to abort using medtronic catheter and used a competitor catheter. There was no reported delay to procedure. The date of the event could not be confirmed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.